Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation of a device at eri, the inductive wand was phasing in and out. The wireless antenna was removed and device function was normal.

Event description:
New information received notes that the patient's condition during and after the event was stable.